Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized twice due to unknown reason on unknown date. The customer when tried to injected with a needle she broke the needle in her and was in the hospital. The customer¿s blood glucose level was 350 mg/dl at the time of incident. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose injection. The insulin pump will not be returned for analysis.